Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated with rf. Interrogation with the wand worked fine. Device download was performed successfully and rf functionality was restored. Patient condition was good.